Manufacturer narrative:
Hemorrhage is a known and anticipated complication with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00140. Device was implanted.

Event description:
The patient was undergoing an embolization procedure using the penumbra coil 400. The patient had tortuous vessel behind the internal carotid artery (ica). During the procedure, the physician could not deploy the fifth coil with the detachment handle two times. The physician pulled the delivery wire but could not detach it. While the physician was matching the markers, the connecting part between the coil and the delivery wire moved out of the catheter. The patient reported eye pain and an angiography showed that radiopaque dye oozed into the cavernous sinus. The physician was able to detach the coil by pulling the delivery wire with his hand. The physician completed the procedure with another detachment handle from another lot. Extra embolization stopped the hemorrhage. There was no problem with the patient's condition. The following day the patient's condition was the same as pre-operation. Physician's comment: I could detach the first and the second coils without incident, but could not detach the third or later smoothly. I could not get the feel of detaching. The connecting part moved out with the last push. Since I stopped the hemorrhage into the cavernous sinus promptly, the patient was free of adverse effect.